Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
Related manufacturer reference number: 2017865-2021-11907. It was reported that within a week of implant patient had pericardial effusion. Suspected perforation of the right atrial (ra) and/or the right ventricular (rv) was noted. Lead imaging was inconclusive and electrical values were still good except r-waves dropped slightly. The ra lead was repositioned, and the rv lead was replaced because the helix would no longer fully extend after retraction due to tissue in the helix. The patient was stable; no adverse health consequences.